Event description:
It was reported that the patient visited the ER (emergency room) for hyperglycemia without dka (diabetic ketoacidosis). The patient's bg (blood glucose) levels reached 400 mg/dl while wearing the pod. Symptoms reported include nausea, vomiting and ketones. The patient was treated with an IV (intravenous) fluid bolus. The patient was released within a few hours. It was reported the patient's bg levels were high the morning of the medical event. Patient was given 5 units of subcutaneous insulin at home, then the pod was replaced. Upon removal of the pod, the cannula was found to be bent. Patient was wearing new pod at time of ER visit.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.